Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature on the liquid crystal display (lcd) was jumping up and down, 1 to 2 degrees in a matter of seconds. Also the temperature on a temperature check thermometer is only getting to 39 degrees. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the device was received with damage to enclosure, multiple scratches and dents, front cover with same damage, line cord discolored and worn, quick connect corroded, inside water tank stained with rust, outdated printed circuit board (pcb) and outdated power switch. Functional testing found the temperature was not stable, confirming the complaint. Root cause was attributed to pcb failure from wear of age. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.